Manufacturer narrative:
E1: captured due to character limitation. (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that a part of the light-emitting diode of the front panel was not lit. There were no reports of patient involvement.